Manufacturer narrative:
Expiration date was incorrectly reported as feb 29, 2012. The correct date is feb 28, 2022.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2012 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00276.